Event description:
It was reported that during an inflatable penile prosthesis (ipp) implant procedure, the device did not deflate smoothly. The procedure was completed using an alternate device, with no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. Both cylinders passed the microscope examination. No damage or abnormalities were found. Both cylinders passed the leakage test. The pump was microscopically inspected, leak and functionally tested. The pump passed the microscope examination. No damage or abnormalities were found. The pump passed the leakage test. Functional test revealed that the pump failed the inflation test. Based on the information available and analysis results, the reason for the deflation issue was most likely determined to be the pump failure of inflation test. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during an inflatable penile prosthesis (ipp) implant procedure, the device did not deflate smoothly. The procedure was completed using an alternate device, with no patient complications reported.